Manufacturer narrative:
Follow-up # 1 ¿ (12/24/2013) the patient¿s test strips have been returned and evaluated by lifescan product analysis on (B)(4) 2013 and (B)(4) 2013, respectively, with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch ping meter read inaccurately low compared to another device. The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that he obtained an alleged inaccurate low reading with the subject meter while hospitalized for an unknown condition. The patient reported that on (B)(6) 2013, at 7pm he began to feel ¿unwell¿. The patient claimed he developed symptom of ¿tingling¿. At the onset of the symptom, the patient stated his blood glucose was tested and obtained blood glucose readings of ¿3.9 mmol/l¿ with the subject meter and ¿7.2 mmol/l¿ on a hospital meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 30%. The patient informed the csr that due to his feelings, he asked for a juice box as treatment. At the time of troubleshooting, the csr noted that the patient did not have control solution available to test the subject meter. Replacement product was sent to the patient. There is no indication that the alleged meter issue caused and/or contributed to a serious injury. The patient¿s reported symptom and treatment correlated with the result obtained on the lfs device. However, this complaint is being reported because the subject meter did not meet lfs accuracy criteria.

Manufacturer narrative:
Follow-up # 2 ¿ (02/11/2014) the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.